Manufacturer narrative:
(B)(4).

Event description:
It was reported that: device in question would not advance through the valve. Just got stuck on the valve. Additional information: during a pci procedure. There was no issue advancing or withdrawing the sheaths. There was no reported of patient harm or consequence.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301556 manta 14f indicated no non-conformities related to this lot, therefore, supporting that the device met material, assembly, and performance specifications before shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the initial procedural sheaths. Following the pci procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The entire manta sheath removed otw, and a new sheath was placed for the second manta deployment. The patient experienced no harm or health consequences due to the event. The patient outcome was reported as doing well post-procedure. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: device in question would not advance through the valve. Just got stuck on the valve. Additional information: during a pci procedure. There was no issue advancing or withdrawing the sheaths. There was no reported of patient harm or consequence.